Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 13-year-old male patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog), from an unknown formulation via reusable humapen luxura half-dose (hd) device, for the treatment of type I diabetes mellitus, beginning on (B)(6) 2018. Dosage regimen and route of administration were not provided. On (B)(6) 2018, first day of insulin lispro treatment, he could not receive his insulin lispro due to the hp luxura hd pen malfunction. The pen did not release the medication, although his relative thought device was working normally (product complaint (B)(4), lot number 1705g02). His blood glucose level was very high (no values, units or reference ranges were provided), and he was hospitalized due to the event on the same day (conflicting date was also provided as (B)(6) 2018). His blood glucose level increased for one to two days. He received unspecified serum therapy as a corrective treatment. He stayed in hospital for 24 hours on (B)(6) 2018. No further details of hospitalization were given. Information regarding corrective treatment for the remaining event, outcome of the events and status of insulin lispro therapy was not provided. Follow-up was not possible as reporter did not consent to it. The operator of the hp luxura hd pen and his/her training status were not provided. The hp luxura hd pen model duration of use and the reported hp luxura hd pen duration of use were one day. The suspect hp luxura hd device associated with product complaint (B)(4) was returned to the manufacturer on 07dec2018. The reporting consumer did not provide a relatedness assessment between the events and insulin lispro drug. The reporting consumer did not provide a relatedness assessment between the event of blood glucose increased and hp luxura hd pen, and considered the remaining event as related to hp luxura hd pen. Edit 08nov2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 28-nov-2018: product complaint (pc) number ((B)(4)) was received for the case on 27-nov-2018 and processed accordingly. Update 06-dec-2018: information was received on 04-dec-2018 contained pc number which was already processed. No medically significant changes were made to the case. Update 10dec2018: additional information received on 10dec2018 from the global product complaint database. Changed the lot number from 1705402 to 1705g02 for product complaint (B)(4)relating the humapen luxura hd device. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the suspect humapen luxura hd device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly. Update 14jan2019: additional information received on 14jan2019 from the global product complaint database. Entered updated device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and malfunction from unknown to no for the suspect humapen luxura hd device associated to product complaint (B)(4), which was previously noted to have been returned to the manufacturer on 07dec2018. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 14jan2019 in the b.5. Field. This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow-up is planned. Evaluation summary: the father of a male patient reported the patient's humapen luxura hd device did not release the medication. The patient experienced increased blood glucose. Investigation of the returned device (batch 1705g02, manufactured may 2017) found the device met functional requirements. No malfunction was identified. There is no evidence of improper use and storage.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 10dec2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: the father of a male patient reported the patient's humapen luxura hd device did not release the medication. The patient experienced increased blood glucose. The device was not returned for investigation (batch 1705g02, manufactured may 2017). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 13-year-old male patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog), from an unknown formulation via reusable humapen luxura half-dose (hd) device, for the treatment of type I diabetes mellitus, beginning on (B)(6) 2018, dosage regimen and route of administration were not provided. On (B)(6) 2018, first day of insulin lispro treatment, he could not receive his insulin lispro due to the hp luxura hd pen malfunction. The pen did not release the medication, although his relative thought device was working normally ((B)(4). Lot number 1705g02). His blood glucose level was very high (no values, units or reference ranges were provided), and he was hospitalized due to the event on the same day (conflicting date was also provided as (B)(6) 2018, his blood glucose level increased for one to two days. He received unspecified serum therapy as a corrective treatment. He stayed in hospital for 24 hours on (B)(6) 2018, no further details of hospitalization were given. Information regarding corrective treatment for the remaining event, outcome of the events and status of insulin lispro therapy was not provided. Follow-up was not possible as reporter did not consent to it. The operator of the hp luxura hd pen and his/her training status were not provided. The hp luxura hd pen model duration of use and the reported hp luxura hd pen duration of use were one day. The suspect hp luxura hd device associated with(B)(4) was returned to the manufacturer on 07dec2018 and was pending investigation. The reporting consumer did not provide a relatedness assessment between the events and insulin lispro drug. The reporting consumer did not provide a relatedness assessment between the event of blood glucose increased and hp luxura hd pen, and considered the remaining event as related to hp luxura hd pen. Edit 08nov2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 28-nov-2018: (B)(4). Was received for the case on 27-nov-2018 and processed accordingly. Update 06-dec-2018: information was received on 04-dec-2018 contained pc number which was already processed. No medically significant changes were made to the case. Update 10dec2018: additional information received on 10dec2018 from the global product complaint database. Changed the lot number from 1705402 to 1705g02 for (B)(4). Relating the humapen luxura hd device. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the suspect humapen luxura hd device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: pending. This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog), from an unknown formulation via reusable pen (humapen luxura half-dose device), for the treatment of type I diabetes mellitus, beginning on (B)(6) 2018. Dosage regimen and route of administration were not provided. On (B)(6) 2018, first day of insulin lispro treatment, he could not receive his insulin lispro due to the hp luxura hd pen malfunction. The pen did not release the medication (pc unknown, lot no. 1705402), although his relative thought device was working normally. His blood glucose level was very high (no values, units or reference ranges were provided), and he was hospitalized due to the event on the same day (conflicting date was also provided as (B)(6) 2018). His blood glucose level increased for 1-2 days. He received unspecified serum therapy as a corrective treatment. He stayed in hospital for 24 hours on (B)(6) 2018. No further details of hospitalization were given. Information regarding corrective treatment for the remaining event, outcome of the events and status of insulin lispro therapy was not provided. Follow-up was not possible as reporter did not consent to it. The operator of the hp luxura hd pen and his/her training status were not provided. The hp luxura hd pen model duration of use and the reported hp luxura hd pen duration of use were one day. The action taken with the suspect hp luxura hd pen and its return status were not provided. The reporting consumer did not provide a relatedness assessment between the events and insulin lispro drug. The reporting consumer did not provide a relatedness assessment between the event of blood glucose increased and hp luxura hd pen, and considered the remaining event as related to hp luxura hd pen. Edit 08nov2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.